Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory man ager (stm), the cs300 intra-aortic balloon pump (iabp) units batteries did not last. There was no patient involvement reported.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue, replaced the batteries to resolve the issue. A getinge field service engineer(fse) completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a